Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: (directions for use) 1. Lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. 2. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 3. Pull catheter to seat the balloon at the level of the bladder neck and secure placement. 4. Keep the drainage bag below the bladder level without touching the floor. 5. Secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. 6. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Precautions for use 1. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2. When deflating balloon, do not aspirate with a syringe by hands. (The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.) 3. Do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. (The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.) The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the foley catheter removal, the fixative fluid did not completely drain, making it difficult to remove the catheter and the cuff roll formed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the foley catheter removal, the fixative fluid did not completely drain, making it difficult to remove the catheter and the cuff roll formed.